Event description:
It was reported that the customer had a high glocuse level. The patient's blood glucose level was 186 mg/dl. The patient stated that he is changing site and still has quarter of insulin left. The customer stated that he wants to use remaining insulin on the reservoir. The customer was advised not to use reservoir longer than three days. The customer decline to troubleshoot. No further assitance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)